Manufacturer narrative:
Additional information: through follow-up, it was learned that the doctor believes that there is a possibility that the stain may be affecting the patient's vision, according to the patient's nighttime pupil dilation. It was clarified that the initially reported ¿permanently impaired¿ was because the surgeon chose to keep the iol implanted in the patient's eye. It was also clarified that the preloaded injector/cartridge was not damaged. There was no patient injury reported. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section e1: telephone number: (B)(6). Section h3 - other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the customer provided photos, the device history record, and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while implanting the preloaded intraocular lens (iol) into the right eye, the surgeon noticed a a stain on the periphery of the lens. The issue was first noticed after implantation. The surgeon thinks the problem is with the simplicity injector. The surgeon used eyevisc pfs 2% viscoelastic in the procedure. It is noted that the patient is "permanently impaired". Directions for use were followed. No incision enlargement, suture, or vitrectomy was required. There was no delay in procedure. No further information was provided.

Manufacturer narrative:
Additional information: additional information was received reporting that ¿permanently impaired¿ was initially reported because the defective lens was implanted and the surgeon chose not to remove it for fear of complications. The stain on the lens appears to be very peripheral and will probably not cause visual impairment. The surgeon reported that the recurrent issue with the injector is that there is often difficulty using the injector; sometimes the surgeon feels a lot of resistance for the lens to move in the cartridge and it can be felt that the rod is stuck in the center. Viscoelastic is used in the cartridge when preparing the injector. It was also noted that there is difficulty of the iol opening in the capsule bag once implanted. No further information was provided. The following fields were updated accordingly: section h6: device code(s) 1487; section h6: device code(s) 1254. Customer provided photos were evaluated. Device evaluation: no suspect product was received; however, customer photos were provided and evaluated by a post market safety surveillance officer. The pictures appear to be photos obtained from a screen; it shows an eye being implanted with a diffractive lens, claimed to be a tecnis synergy optiblue iol preloaded in simplicity delivery system (model dfr00v). The image shows multiple air bubbles in the anterior chamber; due to the quality and projection of the picture, the reported issue cannot be identified in the images. The complaint issue was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. Due to the limited information provided, it is not possible to determine an indication of product malfunction or product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.